Event description:
It was reported that the right ventricular (rv) lead exhibited lead fractured. Boston scientific technical services (ts) stated that the system is no longer magnetic resonance imaging (MRI) conditional. This lead remains in service. No adverse patient effects were reported.